Event description:
The physician observed inconsistencies in the patient memory data regarding the number of episode displayed versus the episode really recorded.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.